Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was low (value not provided). Customer lost consciousness. Customer was admitted to the hospital and intravenous treatment was administered. Low bg was resolved with no permanent damage. Customer was released from the hospital on (B)(6) 2019. Customer was expecting the pump would suspend insulin when bg lowered; however, customer had not updated the pump with the basal iq software. Subsequently, customer was not monitoring bg.